Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Upon return of the equipment, an unrelated device malfunction of the electrode belt was detected that did not cause or contribute to the patient's death. The device was still able to deliver one defibrillation shock as outlined in section. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a hole in heat shrink insulation over the front pulse wire, which caused the failure. The cause for the heat shrink hole was a sharp point in the solder connection. The root cause for the sharp point in the solder connection was unable to be positively identified. Device manufacturer date: monitor: 11/19/2013, electrode belt: 03/25/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 3:34am. It was reported that the patient's passing was due to cardiac complications. The patient went to the hospital on (B)(6) 2020, and passed away in the hospital on (B)(6) 2020. The patient's son and medical staff were present. Medical staff attempted CPR and resuscitation efforts. The patient was unconscious at the time of the event. Review of the download data, indicates the patient received one inappropriate shock in response to motion artifact and amplitude oversensing. The patient's rhythm was an idioventricular rhythm at 90 bpm with CPR/motion artifact and amplitude oversensing at the time of the inappropriate treatment shock at 03:22:00 on (B)(6) 2020. The patient's post shock rhythm was an idioventricular rhythm at 90 bpm with CPR/motion artifact. The response buttons were not pressed during the event. The patient was in idioventricular rhythm at 90 bpm with CPR/motion artifact. The rhythm then degrades to ventricular tachycardia (vt) from 120 bpm to 140 bpm with CPR/motion artifact. The device properly detected vt. However, the hr was below the threshold for treatment of vt at 150j. The rhythm then slows to an idioventricular rhythm at 60 bpm slowing to an idioventricular rhythm at 30 bpm from approximately 03:25:13 until the electrode belt was disconnected at 06:56:15 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 3:34am.